Manufacturer narrative:
Zimmer biomet complaint- (B)(4). Concomitant products: part 192010, lot 723350- echo por fmrl nc 10x130mm; part 010000663, lot 3556626- g7 pps ltd acet shell 52e; part 650-1162, lot 2015050632- delta cer fem hd 32/0mm t1; part 110003626¸ lot 3154027- biolox delta cer lnr 32mm e' customer has indicated that the product will not be returned to zimmer biomet for investigation. Multiple MDR reports were filed for this event, please see associated reports: MFR 0001825034-2018-01117. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Clinical study 518 - patient experienced moderate pain, walking/problems with usual activities 1 year post-operatively.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.